Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the customer wore the pump and the transmitter on opposite sides of the body, and subsequently out of range issues occurred for greater than 15 minutes with no continuous glucose monitor (cgm) sensor readings. The customers blood glucose (bg) level was 171 mg/dl. A replacement transmitter was sent to the customer to resolve the issue.